Manufacturer narrative:
(B)(4). The analysis results found that the device was received partially cycled; the firing sequence was completed and one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, four clips were fed and properly formed and then, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clip was a clip with gap. It could not be determined what may have caused the malformed clip. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred and then the device could not be fired at the first firing. Another device was used to complete the case. There were no adverse consequences for the patient.